Event description:
Additional information was received from a health care provider (hcp). The pump was explanted, and the patient did well.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and degenerative disc disease. It was reported the entire pain pump system, catheter and pump, was explanted on (B)(6) 2014 due to infection. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.